Event description:
The pump was checked with the physician programmer. The programmer indicated the reservoir contained 1.6 ml of medication. The hcp aspirated 20 ml of medication from the reservoir; thus none of the drug was delivered to the pt. The pump was explanted and not replaced. The pump delivered morphine 50 mg/2 ml. Pt outcome was not reported.

Manufacturer narrative:
Follow up # 1/supplemental report text 12/06/2010. The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k062195.

Event description:
On (B)(6) 2010, a reporter for the lay user/ patient contacted lifescan (lfs) alleging the patient's onetouch ultra meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2010 at 7pm. The cca was advised the patient manages her diabetes with insulin (type/ amount not specified). It is not known what action the patient took at the time of the alleged issue. On the following morning, the reporter claimed the patient felt symptoms of dizzy and sweating. At 1030am that morning, the patient took more food and/ or drink. At the time of troubleshooting, the cca noted there was no misuse of the subject meter. It was discovered that the subject meter would not power on with test strip insertion. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.